Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the cold jaw was minimally burnt, half of the hot jaw boot was detached and missing, and the tri heater assembly was bowed out. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro tissue welder self activated when it was left on the sponge. It started glowing red and smoking, and also charred the tip. The procedure was converted to open leg as they did not have a replacement unit. The hospital did not report any pt effects. The product is returning.